Manufacturer narrative:
(B) (4).

Event description:
Reported by the complainant as follows.... Anemia was caused after application of aqag. It was observed that silver level in blood was elevated. The pt is (B) (6), male, (B) (6), (B) (6). He suffered from burn injury (20% bsa). Aqag 20x30cm was applied to legs. Hb went down from 8.9 to 7.5 in one week, and further went down to 6.8 in one month. Use of aqag was terminated. As silver level in blood reached 127ng/ml, the doctor assumes aqag caused anemia. The hb is recovered to 9.1 after termination of product use.